Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the distal tip of the grasper broke off during normal use. The patient required additional surgery to recover the broken metal. The object was successfully recovered. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). In response to teleflex complaint (B)(4), and the subject gbc250 alligator grasper device, lot mloq0422, the lot device history record for the subject was reviewed and there was no indication of a problem that could be attributed to the reported event. Upon review of the complaint, the complaint description which states "... Grasper broke off during normal use ..." Could not be confirmed as nn life sciences has not received the subject device for analysis.

Event description:
It was reported that the distal tip of the grasper broke off during normal use. The patient required additional surgery to recover the broken metal. The object was successfully recovered. The patient's condition is unknown at this time.